Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had damage and blank display. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. The customer stated that the insulin pump had low battery alert again. The customer put new battery in and screen did not come up. Customer reported display was blank. The customer stated that the insulin pump had crack. Customer's outcome pertaining to the complaint. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement, sleep current measurement, active current measurement tests; it failed self test in that the vibrator did not work when it was supposed to. Per visual examination, the small board attached to the battery tube is corroded. Device has a crack on the battery tube.